Manufacturer narrative:
The device was returned and investigated. The reported difficult to open or close (gripper actuation) was not confirmed during return device analysis as the device performed as intended during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that during device preparation of the clip delivery system (cds), it was noted that when the grippers were lowered, one gripper lowered slowly, while the other lowered appropriately. It was noted that when the grippers were raised, the both raised together. The device was not used and there was no patient involvement and no clinically significant delay in the procedure. No additional information was provided regarding this issue.